Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported under infusion was not verified. The device was found out of specification in relation to the reported under infusion which was not reproduced due to an unrelated issue. The device will be tested to ensure flow accuracy is met during the repair process before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump device under infused during chemotherapy (dose, programmed amount and delivery rate unknown) in the oncology care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.